Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 09/24/2018, information was received from a patient, via a manufacturer representative (rep), receiving dilaudid (3 mg/ml, 0.6 m g/day), bupivacaine (3 mg/ml, 0.6 mg/day) and baclofen (100 mcg/ml, 19.98 mcg/day) via an implantable pump for spinal pain. The patient had their pump and catheter replaced on (B)(6) 2018 (see (B)(4)). Following the replacement, the patient experienced overdose symptoms, "which make sense because his old catheter was broken". The pump was turned down in the clinic and the hcp performed a dye study on (B)(6) 2018 and aspirated a dark liquid. When the hcp tried to inject dye, it looked like the dye was going in the pocket. The patient was scheduled for a catheter revision on (B)(6) 2018 and nothing was found to be abnormal with the pump or catheter. The hcp checked everything and aspirated and reconnected the catheter to the pump and closed the pocket. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-26, additional information was received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp). Information reported that the cause of the appearance of dye in the pocket was unknown. The identity of the dark liquid was blood. Clarification of the catheter issue was requested and the rep stated, "there was not any identified catheter issue. The catheter aspirated just fine during the surgery and everything was connected properly. Everything looked totally normal." The patient's overdose symptoms began "about 10 days after his replacement". The patient's overdose symptoms resolved after the pump was decreased.